Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor coming apart/ will not power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, the case and end cap were separated and the white communication wire was damaged at the j107 connector. The cause for the inability to power on is the damaged communication wire. The root cause for the damaged communication wire is the physical damage to the monitor case. No adverse event resulted from the damaged case. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report that the patient's monitor was coming apart and would not power on. The patient was issued a replacement monitor.